Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported compromised stent graft integrity was determined to be device related, due to the use of strata material. No procedure-related, user-related, or anatomy-related contributing issues, and/or cautionary/off label product use conditions could be determined due to the lack of medical records and imaging studies. The final patient disposition is unknown but it was reported that the patient is doing well post open repair. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. Patient arrived emergently to hospital approximately 3 years post index procedure where aneurysm sac growth and a potential type iiib endoleak was observed. Physician elected to convert the patient to open surgery and explant the device. The patient is reported as doing well approximately 2 weeks after the conversion. As of the date of this report, there have been no additional patient sequelae reported.